Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: cholecystectomie event description: the clip applied delivered only one in two clip; patient status: ok intervention: they use another ca500 but same problem: it delivered one in two clips only.